Event description:
During service, the baxter repair technican reported that a fail code 814:04 occurred at power on. The hospital rep. Stated that there have been no reports of any pt incident involving this pump since the last baxter service event.